Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient presented with cardiogenic shock secondary to an acute myocardial infarction and underwent placement of impella cp support. On the same day as implantation, the patient developed clinical findings concerning for hemolysis, including dark/discolored urine and increasing plasma-free hemoglobin levels. The team elected to escalate mechanical circulatory support from impella cp to impella 5.5, which was successfully performed. On the following day, the patient remained intubated and hemodynamically stable while receiving epinephrine and vasopressor support. Urine output was clear and yellow; however, plasma-free hemoglobin levels remained elevated. A procedure to further treat the patient was anticipated later in the week or early the following week. Device function and position, laboratory trends, hemodynamics, and overall clinical status were continuously monitored. Approximately two days later, life-sustaining care was withdrawn, and the patient expired. The patients underlying critical condition most likely contributed to the death. However, conservatively, the death will be reported for the impella 5.5 as this device was in use at time of expiration. The event involving the impella cp is a serious injury. Date of death: the exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
The team elected to escalate mechanical circulatory support from impella cp to impella 5.5, which was successfully performed. Approximately three days later the patient expired.

Manufacturer narrative:
Ppae: the cause of the injury was not determined due to insufficient clinical details.